Event description:
It was reported that the patient was seen in the physician's office 2 weeks prior to report and there was redness noted to pump pocket site. On 2015 (B)(6), the pump pocket site was examined again and there was additional redness and some scabbing noted. The patient was started on keflex 500 mg twice a day. On 2015 (B)(6), the patient had presented to the emergency room, although the redness was less, the pump pocket site had opened up and the pump catheter access port (cap) was visible. The patient had drainage/incisional wound opening at device pocket and increased spasticity. The patient was taken tot the operating room (or) at 8pm (est) on 2015 (B)(6) and the pump and partial catheter was removed by the neurosurgeon. It was reported that the catheter at pump pocket site broke off and was removed during explant of pump but the reminder of the catheter was in place. The event required hospitalization. The pump system was delivering gablofen. Patient's status at the time of report was "alive- no injury." Additional information received reported that the patient was doing okay on oral baclofen and was going to be discharged from the hospital soon.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).